Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station is being upgraded to 1.8 and there were problems syncing them. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was being upgraded to 1.8 and exhibited a syncing failure. A field service engineer (fse) identified a problem with syncing due to domain that was not properly connected. The fse tried to reboot the system and install some windows, but the issue remained unresolved. The fse experienced a network issue and worked with hospital information technology to resolve the issue. The network team from the site was able to allow this station onto the domain and the fse synced it with the server to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, station is being upgraded to 1.8 and there were problems syncing them. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.